Event description:
It was reported the device was out of calibration. There was no patient involvement for this event.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. Device history record reviewed for s-302 manufactured on (B)(4) 2005 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr's, variances or rework. This device was last serviced on (B)(4) 2015. A two year lookback for this reported failure and or related to "not calibrating or out of calibration " for this product ID shows that 7 complaints were received including this case. Based on this 2 year look back these numbers show that there was a 25% reduction between the 2 years as such no new design or manufacturing trends have been identified. Could not confirm the reason for repair, unknown what the hospitals original complaint is. Heavy use hospital, 10 months in service. Motor is worn and grinding, replace. Oscillating pin was bent in the wrong direction and damaged. Probable blade installation or use issue.